Manufacturer narrative:
H3,h6: it was reported that, after a right total hip arthroplasty a patient presented with increasing right hip region pain on mobilization. No reports of trip, falls or incidents. CT and x-ray showed a fracture of the proximal femur with significant stem subsidence. The device used in treatment was not returned for investigation, therefore, no product evaluation could be conducted. However, the provided x-rays confirm the reported issue. A malfunction of the device cannot be confirmed. A thorough medical assessment was not possible due to missing further information. The production documentation was reviewed, there are no indications that the part failed to match specification at the time of manufacturing. No further complaint was reported for the batch in scope. According to the IFU lit. No. 12.23 ed. 03/21, implant component migration is listed among potential device problems. The associated patient risk is low and covered in the risk management. Review of past corrective actions was performed. No further escalation is required. The root cause of the reported issue remains undetermined after investigation. It is not possible to speculate about contributing factors due to the limited amount of information. Should additional information or the device become available, this investigation will be reopened. To date, the need for further action is not indicated. Smith and nephew will monitor this device for further similar issues.

Event description:
It was reported that, after a right thr surgery performed on (B)(6) 2021, a (B)(6) female presented with increasing right hip region pain on mobilization. No reports of trip, falls or incidents. CT and x-ray showed a fracture of the proximal femur with significant stem subsidence. Patient medical history includes overweight (bmi not known). Original polarstem subsided, so the stem and the head were removed. Orif was completed and a redapt stem and a new head were implanted on (B)(6) 2021. The original shell and liner were retained. Patient current health status is unknown due to hospital confidentiality policy. No further information available.

Manufacturer narrative:
Internal complaint reference case (B)(4).